Manufacturer narrative:
The product was rec'd for analysis, but the assessment has not been completed. Additional info will be submitted within 30 days upon receipt. This device is not distributed in the USA; however, it is similar to USA product.

Event description:
During a (pci) percutaneous coronary intervention, the balloon on the cypher burst when deploying the stent at 16 atmospheres for 10 seconds. The lesion was in the proximal circumflex artery. The physician used a 2.5x12mm quantum/maverick balloon inflated to 16 atmospheres for 43 seconds to further dilate the stent. Prior to deploying the cypher stent, the lesion was pre-dilated with a 2x12mm quantum/maverick balloon at 12 atmospheres for 12 seconds. There was no pt injury reported with the event.